Manufacturer narrative:
Date of event was approximated to (B)(6) 2006, procedure date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system was used during a procedure performed on (B)(6) 2006. As reported by the patient's attorney, the patient experienced an unknown injury.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to (november 7, 2006, procedure date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Block h6: patient code e2401 captures the reportable event of unknown injury. Impact code f12 has been used in the light of this patient seeking legal recourse for an unspecified personal injury related to the device. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: block g2 has been corrected. Blocks a1, a2, b2, b5, e1, e3, h6 and h10 have been updated based on the additional information received on march 20, 2023 and april 11, 2023. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). The revision procedure surgeon is: (B)(6). Block h6: patient code e2330 captures the reportable event of chronic pelvic pain. Patient code e2006 captures the reportable event of mesh eroded into the vagina. Patient code e2101 captures the reportable event of adherent tissue. Patient code e2114 captures the reportable event of urethrotomy made during the dissection. Impact code f1905 captures the reportable event of vaginal and urethral mesh excision procedures. Impact code f12 has been used in the light of this patient seeking legal recourse for a personal injury related to the device. Impact code f1901 has been used to capture the suturing needed to repair the accidental urethrotomy.

Event description:
It was reported to boston scientific corporation that an advantage system was used during a procedure performed on (B)(6) 2006. As reported by the patient's attorney, the patient experienced an unknown injury. Additional information received on march 20, 2023 and april 11, 2023. The procedure performed on (B)(6) 2006 was urethral sling with mesh to treat a patient with urinary incontinence. There were no complications reported at the conclusion of the procedure. On (B)(6) 2020, the patient experienced chronic pelvic pain and was presented for vaginal mesh excision after it was found to be eroded into the vagina and was causing her pain. No erosion into bladder seen on cystoscopy. The patient underwent an excision of the vaginal and urethral mesh, and urethroplasty procedures. Findings include erosion of mesh sling into anterior vagina. During the procedure, the mesh was cut in the midline. Then each side of mesh was dissected free of the surrounding adherent tissue until the level of the pubic bone was reached and it could be dissected no further. The mesh was then divided and removed from the body at this proximal extent of the dissection. This was performed on both sides. There was a 1 cm urethrotomy made in the ventral urethra just to the left of midline during this dissection. The urethrotomy was then closed with sutures. The patient was transferred to pacu in stable condition at the conclusion of the procedure.

Manufacturer narrative:
Blocks a4, b5, b7, and h6: patient codes and impact codes have been updated based on the additional information received on august 15, 2023. Block b3 date of event: date of event was approximated to (B)(6) 2006, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). The revision procedure surgeon is: dr. (B)(6). Block h6: imdrf patient codes e2006, e2330, e2101, e2114, e1309, e1405, e1301, e1310, e1304, e232402 and e0506 capture the reportable events of mesh eroded into the vagina, chronic pelvic pain, adherent tissue, urethrotomy made during the dissection, not emptying the bladder, dyspareunia, dysuria, recurrent utis, urgency, incontinence, and vaginal spotting. Imdrf impact codes f1905 and f1901 capture the reportable events of vaginal and urethral mesh excision procedures, and suturing needed to repair the accidental urethrotomy. Block 11: section e1. Initial reporter has been corrected.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted into the patient during a urethral sling with mesh procedure performed on (B)(6) 2006, for the treatment of urinary incontinence. There were no complications reported at the conclusion of the procedure. On (B)(6) 2020, the patient came for mesh repair. She presented with urge and stress incontinence, and vaginal mesh erosion. She had 0.5 cm mesh erosion on the left distal vaginal anterior wall. Sling was tender to palpation. She wore 3-4 pads per day and 3 pads per night. She had nocturia x4-5 and occasional nocturnal enuresis. She had vaginal spotting and dyspareunia in certain positions. She did not feel like she emptied completely. She denied any gross hematuria but has occasional dysuria. She had a history of recurrent utis which she stated started after she had a mesh sling in 2006. She alternated between constipation and diarrhea and had a history of diverticulitis. She denied any fecal incontinence and feeling of a vaginal bulge. Assessment/plan: 1. Erosion of vaginal mesh; cystoscopy; will plan on vaginal mesh excision depending on the results of the cystoscopy; explained that vaginal mesh excision would make her stress incontinence worse and that it may or may not help with her dyspareunia. If persistent dyspareunia after surgery will send to pfpt due to pelvic floor tension myalgia which was seen on exam today. 2. Urge incontinence: this diagnosis was discussed, and its etiology explained. Treatment options were discussed including: first line therapies (expectant management, pelvic floor exercises, bladder retraining), second line therapies (anti-cholinergic and b agonist medications), and third line therapies (botox injections, sacro modulation, and peripheral tibial nerve stimulation). Start myrbetriq; may need uds after sling removal. 3. Stress incontinence: this diagnosis was discussed with the patient. The etiology was explained. Treatment options were discussed including expectant management, pelvic floor exercises, pessary trial, and surgical intervention. Risks and benefits of surgery were briefly outlined. Not a candidate for fascial sling until she loses 40ibs; may need uds after sling removal. On (B)(6) 2020, the patient experienced chronic pelvic pain and was presented for vaginal mesh excision after it was found to be eroded into the vagina and was causing her pain. No erosion into bladder seen on cystoscopy. The patient underwent an excision of the vaginal and urethral mesh, and urethroplasty procedures. Findings include erosion of mesh sling into anterior vagina. During the procedure, the mesh was cut in the midline. Then each side of mesh was dissected free of the surrounding adherent tissue until the level of the pubic bone was reached and it could be dissected no further. The mesh was then divided and removed from the body at this proximal extent of the dissection. This was performed on both sides. There was a 1 cm urethrotomy made in the ventral urethra just to the left of midline during this dissection. The urethrotomy was then closed with sutures. The patient was transferred to pacu in stable condition at the conclusion of the procedure. Post mesh excision surgery on (B)(6) 2020, the patient was determined appropriate for discharge to home with follow up outpatient. At the time of discharge the patient was afebrile, with stable vital signs, tolerating postoperative diet, ambulating appropriately, and determined to be stable for discharge home. She was discharged with her foley catheter. Wound checks on post-operative days revealed a well-healing surgical incision without bleeding. On (B)(6) 2020, the patient had a follow-up visit 10 weeks postoperative mesh excision and urethroplasty on (B)(6) 2020. After her procedure she received an x-ray cystogram which showed no extravasation, and the catheter was then removed. Post mesh excision, the patient had not any residual pain, no problem with intercourse, had no issues defecating or urinating and was not noting any hematuria or dysuria. Overall, she was very pleased with the results of her procedure. Her pathology was unremarkable except for presence of the sling itself. She had continued to have trouble losing weight; however, still stated she was trying in order to qualify for a fascial sling. She wore 0-1 pad per day and only leaked when coughing or sneezing. Her post operative course had been uncomplicated. Assessment/plan: the patient was encouraged to try to reduce weight to be eligible for fascial sling; however, she was happy with her current amount of leakage and did not desire intervention. She tolerated the procedure well and was happy with her urinary symptoms and thankful her pain had gone. She was also encouraged to get a primary care physician to monitor for general healthcare. Refill one year supply mirabegron 50mg by mouth per day. Problem list: ongoing erosion of vaginal mesh; nephrolithiasis; obesity; stress incontinence; urge incontinence.